Event description:
Pt came to have a peg button placed under mac anesthesia. Button was placed with some difficulty during the procedure, some bleeding at site. Two days later, peg button determined by rep to be malfunctioning, requiring second incision for second peg placement and return to operating room one month later to remove malfunctioning peg. Reason for use: chronic aspiration.